Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter patient experienced on (B)(6) 2014. Patient's mother also reported to dexcom technical support at the time of the call that patient had a seizure. Patient's mother administered a glucagon shot and contacted emergency medical services (ems). Patient's mother did not report any other injury or further medical intervention at the time of contact with dexcom technical support. Patient's mother relayed patient's current condition as being stable.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on 7/28/2014. The complaint of inaccurate readings was confirmed.

Manufacturer narrative:
(B)(4).